Manufacturer narrative:
The customer's complaint of "noted blood in the cool line catheter (lot #178209)" was confirmed during the visual inspection and functional testing. Blood residues were observed in the catheter balloons during the visual inspection, and a pinhole leak was observed in the middle of the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. The returned catheter was visually inspected and observed blood residues in the balloons and luer tubings. No physical damage was found on the catheter. A functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a pinhole leak was observed in the middle of the distal balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the cool line catheter with lot #178209.

Event description:
An ivtm therapy was initiated for a patient using a cool line catheter (lot #178209). The treatment-initiated date is unknown. On (B)(6) 2023, during the ivtm therapy, the customer noted blood in the catheter. So, the customer paused the thermogard xp ivtm system and ended the therapy. No further information was provided. No patient injury was reported.